Event description:
The customer reported to olympus, that the evis exera iii video system center power switch was stuck in the on position. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The evaluation results stated that worn out video connector pins caused poor connection to pigtails. Inspection and testing of the return device found: power switch malfunction, worn out video connector pins, and corrosion on bottom chassis. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomenon of "the power button is stuck on the on position" was confirmed and it was determined to be due to a faulty power switch. It was assumed the defective power switch resulted from the amount of force applied to it and the number of pressing which exceeded the original assumption. Also, the subject device was found to have been manufactured before the design change was made. The design of the power switch was changed in order to improve its resistance. Modified products were shipped after november 18, 2013. Other inspections findings were as follows: worn out video connector pins; minor corrosions on the bottom chassis. Olympus will continue to monitor field performance for this device.